Manufacturer narrative:
Catalog: igtcfs-65-uni-celect-perm, lot#: e2193703. Exact explant date is unk, but filter was surgically removed in (B)(6) 2014. The investigation is in progress.

Event description:
Description according to complaint: celect filter was placed in a female pt on (B)(6) 2008 at (B)(6). The filter was identified as to have perforated the ivc into the duodenum and was surgically removed by another physician at (B)(6) in (B)(6) of 2014. A section of the device did not remain inside the pt's body. The pt did not require any additional procedures due to this occurrence. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence.